Event description:
Patient¿s representative reported right side device intracapsular rupture, pain, capsular contracture, baker grade ii, ¿discreet fluid layer¿, axillary discomfort", "fibrous tissue with chronic inflammation and synovial metaplasia¿, "minimal discontinuity of the prosthetic profile on the underside, with the presence of free silicone outside the prosthetic envelope distributed mainly in the lower part". The device has been explanted and replaced with another manufacturer¿s device. Treatment: device removed, capsulectomy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.